Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Additional information received from the field representative indicates that the crt-d was explanted and then was used as an external temporary pacemaker. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d remains in service.

Event description:
Additional information received indicates that the temporary device system was removed successfully. There were no additional adverse patient effects reported.